Event description:
It was reported that during the implant procedure, there was difficulty advancing the wire hybrid stylet through the left ventricular (lv) lead. It was noted "it kept getting stuck" and multiple wires were attempted. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was kinked/buckled. The stylet/guidewire was damaged. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.